Manufacturer narrative:
Per good faith effort (gfe) response received, the biomedical engineer (bme) ultimately ordered the replacement caster and caster wrench, and upon receiving the new parts, the bme replaced the defective caster to resolve the issue.

Event description:
Philips received a complaint from the biomedical engineer (bme) indicating that the locking caster was broken. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer (rse) informed the bme of the latest version of the service manual and provided the bme with the part information of the locking caster and roll stand caster wrench for repair.